Event description:
Pt alleges on 1/2/87 she had muscle inflammation. Pt also alleges vascular calcific pattern in chest and spleen, human adjuvant disease, silicone lymphadenopathy, burning and tightness in chest, chronic fatigue, weakness, pain synmptoms, numbness in hand and fingers and also distortion of her right breast and severe distortion of her left breast.